Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3 e1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6)2024, it was reported that patient faced 3 infusion sets tubing detachment. Insertion site was abdomen. Location of detachment from cannula. Infusion set had been used for 1-2 days. No further information available